Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported that her infusion site came out twice today. She stated that the first infusion site fell out while at work, and she inserted a new site. The second infusion site fell out after bathing. She sated that she works in a very warm and humid environment and she uses IV prep wipes prior to inserting the infusion sites. She stated that she experiences this once every month. The patient was sent tegaderm and mastisol. No physiological effects were reported. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.